Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with high idle current due to a faulty electrical component on the mother board. The insulin pump passed the unit bolus and occlusion tests.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.